Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent profile problem occurred. A 6x60x75mm epic¿ metallic stent was advanced and deployed to the common femoral artery. However,the physician noticed that the length of the deployed stent was shortened and did not fully cover the lesion. Another stent was then deployed to cover the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.